Manufacturer narrative:
During follow-up, the patient reported he does not notice any defect or malfunction with the catheter. The patient said he experienced some bleeding incidents in the past when inserting the hm14 catheter, and the tip felt rough going through his enlarged prostate. He discarded the product and does not know the lot number or have any for return.

Event description:
Intermittent catheter patient (user) reported the hm14 catheter is a little rough on insertion and in the past, it has drawn blood. Upon follow-up, the patient said he acquired a urinary tract infection (uti) about three months ago and was given an antibiotic and recovered.